Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568, implantable pacing lead, (B)(6) 2006; 4193, implantable pacing lead, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.